Event description:
It was reported that during an unknown procedure, part of device wasn`t effective after firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged anvil shroud. The analysis results found that the device was received with the anvil shroud detached from the anvil metal part and with a cartridge present. The cartridge was received fully loaded with staples. The device was tested for functionality with a test cartridge. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the shroud became disengaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Requested the following information: what part of the device did not function as intended? Was the device fired at all? Did the device cut? Were any staples deployed? Were the deployed staples formed correctly? Received the following response: the part of device which did not function as intended it was cartridge and clips because half of the clips are not formed properly. The device was fire at all. The device cut tissue. The first part of the clip was formed correctly (proximal part) next part (distal part) clips were not formed correctly.